Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration and dose) via an implantable infusion pump. Indications for use included non-malignant pain and spinal pain. It was reported that at the pump refill on (B)(6) 2015, the healthcare provider (hcp) stuck a needle and tried another new needle in the catheter access port (cap) and could not get any cerebrospinal fluid (csf) back. The hcp thought the catheter was blocked. Magnetic resonance imaging (MRI) was done and "very clearly the catheter is out of place/catheter migrated" per the reporter. On (B)(6) 2015 the patient thought she had the flu. It got worse and worse, and the patient was drinking half a bottle of nyquil at night to relax and try to sleep as she would be up walking around. The patient was in "excruciating pain". The patient felt like she was in withdrawal with twitching, feeling "crazy," felt like a "crack addict," and was experiencing stomach cramping. The last 3 weeks (since approximately (B)(6) 2015) the patient stated she had been in "hard withdrawal". Clonidine and diazepam were prescribed and she had been taking those which did not work very well for her. It was "pretty awful" except it was helping with the patient's anxiety. The patient was very thin so the pump was in the patient's right buttock. The patient was told by the hcp that this could be resolved/revised in march or (B)(6) 2016. The patient was bed ridden, could not sit up or do anything with her kids without the drug infusion system so she was upset that this occurred. The patient was redirected back to her hcp to follow-up on the issue. It was noted the situation was being addressed by the hcp. Further follow-up is being conducted for the cause of the catheter issue and whether surgical intervention had been scheduled. If additional information is received, a follow-up report will be sent.